Event description:
The patient reported through social media he had icl implantable collamer lens implanted in his left eye (os). He was -11 and at one year post-op he was 20/40. His night vision is bad and has halos, glaring, ghosting, starbursts etc. No additional information is available from the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - no - lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Method(other): medical review. Results(other): per medical review - reportedly patient did not achieve uncorrected va he was expecting following icl implantation one year ago. He also reported subjective visual disturbances during the night (halos, glare ,starburst). No report of secondary surgically or medically intervention performed. Additional information has been requested but not received yet. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions(no conclusion can be drawn): based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the patient reported a 12.6mm micl12.6 implantable collamer lens was implanted on (B)(6) 2012. Approximately one year post-op, the patient had lasik "touch up" to bring his vision closer to 20/20. The patient reported the bad night vision is on-going.